Event description:
Follow-up information revealed the patient decided not to undergo any surgical interventions at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from the scs system due to high impedance values. Reprogramming was able to provide the patient with partial pain relief, but was unable to fully resolve the issue. As such, the patient will undergo surgical intervention to address the issue.